Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed and the cause could not be determined. However, leaving the patient line clamped during the prime then proceeding to the initial drain, is a known cause of air in the setup. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user to open the clamps on lines connected to solution bags and the patient line prior to priming. The guide provides step-by-step instructions for properly priming the disposable set and warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line without an alarm while using a homechoice machine. The patient was connected at the time of the event. This occurred during the initial drain of peritoneal dialysis therapy. During troubleshooting, it was discovered that the patient line clamp was closed during priming. The technical services representative assisted the patient to end therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.